Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up with post paced t-wave oversensing on the ventricular channel. Programming changes were made. Device remains implanted.